Manufacturer narrative:
Balt USA reference: #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f251000709 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "text received from the physician "had vessel rupture with raptor/carrier last night. I don't think it was device related. Pulled out a long firm clot on 6th pass and had extrav from m1 probably avulsed m2 pt died"" update 28jan2026 - additional information received from the issuer: "passing along this complaint. I do not yet have specific reference numbers or lots; will forward when they become available. Wanted to document because patient death was reported. Physician does not believe this was a device related injury."